Event description:
The reporter stated that she went into a diabetic coma and was hospitalized. She said the device was reading 30 points too high and she took insulin and ate lunch three hours later. Emt's were called and they checked her glucose at 62mg/dl compared to her meter of 31mg/dl. She was given glucose and then taken to the hosp.